Event description:
The customer's mother reported that the customer was hospitalized after being in a motorcycle accident. The mother stated that the accident was not diabetes related, but the customer was wearing the insulin pump at the time, and it was severely damaged. The mother inserted a new battery, and the insulin pump alarmed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.